Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50mm x 8mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during first inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.